Event description:
The interventional radiology department has placed three entuit thrive balloon retention gastrostomy tubes in the last 6 months that have become dislodged or fallen out because something was attached to the balloon port, which is not labeled, causing the balloon to deflate. The balloon is a retention balloon to keep the tube in the stomach. One dislodged tube resulted in a patient having to have a surgical procedure; the other 2 had to have the tubes replaced. This port is not labeled as a balloon, while the other 2 ports are labeled as medicine port and feeding port. The patient involved in this event required replacement of their g-tube.